Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge change error issue was verified while the alleged alarm altitude issue was verified in the pump logs; however, no failure was identified

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that cartridge change errors occurred with multiple cartridges. It was also reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. Customer's blood glucose level was in 200-243 mg/dl range. Reportedly, customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.